Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced hyperglycemia event on (B)(6) 2025. Blood glucose level was high at the time of the event and patient got treated with correction injection via medical device injection(mdi). The patient faced dangerous and life-threatening diabetic ketoacidosis event. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011273, in question was manufactured at the: reynosa site. Threshold analysis: a query was run on 10-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6011273". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011273 was manufactured according to the work instruction (wi) version 120 and packaged in the linea 03 on 04-feb-2025, with a total of (B)(4) units. Review of the DHR showed that during the final inspection outgoing, test num 4 (g): a sample was found with a loose contamination in the packaging. According to the sampling plan performed the lot was released. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 5a03819 manufactured in the machine sc01, on 30-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Gluing of tubing of the lot 5a04420 manufactured in the machine itl01, on 30-jan-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested, however, the reference samples for the lot 6011273 have already been previously tested in the complaint (B)(4) on 22/oct/2025. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional testing for complaints area version 2: 10 samples out 10 samples passed the test for the code no malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no defect on test of reference samples., a sampling plan extended was performed during final inspection outgoing process no related to complaint code, no thresholds identified for the lot in question and serious injury/death, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.